Event description:
It was reported that during a procedure there was a problem with the sonde that pull only in front and not at 90 degrees. A second fiber was used to complete this procedure. No patient complication reported. Analysis of the returned fiber identified that the glass cap exhibited a distal fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the glass cap exhibited a distal fracture. The reported event was confirmed. The fiber exhibited mild devitrification. The metal cap exhibited mild debris adhesion on its surface. The fiber was tested with hene laser fixture there are no signs of additional breakage along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. Based on analysis and the information available a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a procedure there was a problem with the sonde that pull only in front and not at 90 degrees. A second fiber was used to complete this procedure. No patient complication reported.